Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had no electrode. The insulin pump alarmed replace sensor 3 times and the issue happened 4 times. Sensor will not be returning for analysis.